Event description:
It was reported in saudi arabia that the patient was hospitalized due to hyperglycemia of 500mg/dl and treatment was correction bolus and manual injection on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.